Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device contaminated occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left superficial femoral artery. A 4.0mm x 220mm x 150cm coyote balloon catheter was selected for pre-dilatation. However, when the device was taken out from the sterile box, the physician held the protective tube. By grabbing the balloon hub, the balloon was removed from the protective tube and fell to the floor. It was suspected that the hub was not properly stuck on the balloon hub side of the protective tube. The procedure was completed with a different device. No patient serious injury or adverse event were reported. Device evaluated by mfg: returned product consisted of a coyote balloon catheter with the product mandrel and balloon protector still in the manufactured position. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink 114.3cm from the hub. Microscopic examination revealed no additional damages. The balloon is still tightly folded. The coiled tubing that protects the device was not returned with the device. Inspection of the remainder of the device presented no other damage or irregularities.